Manufacturer narrative:
(B)(4). Patient code: 3191 - surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Additional information: h6. Correction: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
(B)(4). Batch review has been completed of in-process and final packaging inspections as well as the manufacturing process with respect to the production batch. Batch # j1821456; mnf. Date 07-2018, exp. Date 07-2023. These products reported to be manufactured, inspected and packaged in conformance with customer specifications and have been found to be acceptable within all parameters. Investigation summary: it was received one used 2214 drain which is broken in its tube portion, 8 cm above the connection point with the white flat portion. There is nick on the broken end of the tubing. Since it was observed cut/nick on the broken end, it is concluded that, most probably, the drain broke following mechanical damage during use. Additional information was requested and the following was obtained: procedure name?: laparoscopic cholecystectomy, convert to open cholecystectomy. Were any anomalies noted of the drain condition upon placement?: no. Did the drain function as intended?: yes. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure?: 58, m, 187lbs, 27.69 bmi. What is the current status of the patient?: healthy, well. Recovered. What is the physician¿s opinion as to the etiology of or contributing factors of this event?: unknown. Broke on removal at bedside.

Manufacturer narrative:
Product complaint #: (B)(4). The following additional information has been requested, however not received to date: procedure name? Were any anomalies noted of the drain condition upon placement? Did the drain function as intended? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the current status of the patient? What is the physician¿s opinion as to the etiology of or contributing factors of this event? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and a drain was used. On (B)(6) 2019 they went to remove the drain bedside and it snapped off. The drain was surgically removed on (B)(6) 2019. A new drain was not needed. The patient was discharged on (B)(6) 2019. Additional information has been requested.